Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly replaced the rotary encoder. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined but the replaced rotary encoder was most likely contributing to the event.

Event description:
It was reported that the pressure level above peep (positive end expiratory pressure) changed during ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).